Event description:
Per the physician performing the esophagogastroduodenoscopy procedure: incomplete exam due to the inability for the scope to move through its entire range of retroflexion. The olympus scope is supposed to have a 210 degree of retroflexion but these scopes they are supplying do not have that range and it is impacting patient care. Manufacturer response for gastroscope, (brand not provided) (per site reporter) this scope was designed and sold as having a 210 degree retroflexion but now olympus feels that 160 degrees is adequate and our providers disagree. We are not getting satisfaction from olympus.